Event description:
The customer reported that they received an erroneous result from a patient sample tested for tina-quant hemoglobin a1c (hba1c). A sample from the patient initially resulted as 5.6 % and this value was reported outside of the laboratory. A second sample drawn 1 minute later was tested and resulted as 7.5 % which was also reported outside of the laboratory. The doctor questioned the difference between the two result reports. The patient was not adversely affected by the event. The hba1c reagent lot number and expiration date were not provided.

Manufacturer narrative:
The (B)(4) reagent lot number was 655953.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be determined based on information provided. The instrument worked within specifications.